Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery does not charge, despite the use of multiple usb cables. Blood glucose was not impacted. The customer reverted to an alternate method of insulin therapy.